Event description:
On (B)(6) 2016 a patient (pt), residing in (B)(6), reported experiencing: irritation, hurt eyes, very dry eyes, burning sensation, red eyes, and itching in ou while wearing acuvue oasys brand contact lenses for the first time. Pt stated that the symptoms occurred in (B)(6) 2016 with 2 pairs of lenses. The pt presented to an eye care professional (ecp) in (B)(6) 2016, was told that the lenses were causing the irritation ou and was advised to use cold compresses and lacrima plus lubricating drops ou. The pt reported wearing the oasys lenses daily wear for 3-4 months before discarding lenses and only napping in lenses occasionally. On (B)(6) 2017 additional information was received from the pt. Pt reported that the irritation ou had not subsided since (B)(6) 2016 and denied returning to contact lens wear since the initial visit to an ecp in (B)(6) 2016. The pt reported being diagnosed with an od lesion which caused an ulcer and a ¿bacteria that likes water and perforates the eye; had a scar on the cornea, not on the center, vision is blurry and had a 70% loss of vision right eye¿ on (B)(6) 2016. The pt also stated that he/she lost vision in the od for 10 days and experienced dryness and sensitivity to light. The pt reported being treated with eye drops q1hr and an oral medication for 20 days but was unable to provide the name of the medications. The pt was required to return to the hospital daily, was currently being treated with two kinds of eye drops and believed that one of the drops prescribed was a corticosteroid. The pt¿s the next hospital f/u visit was scheduled for (B)(6) 2017. On (B)(6) 2017 the pt sent an email with the following information: (B)(6) 2016: vigamox ¿ use 1 drop od every hour, until second order. (B)(6) 2017: vigamox 1 drop every two hours, until second order, doxycycline 100 mg 1 cap orally every 12 hours for 14 days. (B)(6) 2017: ciprofloxine 1 drop every two hours for three days, then 1 drop every three hours for an undetermined time. (B)(6) 2017: medical report indicates: ¿the pt is being treated for infectious keratitis for pseudomonas aeruginosa on the od on (B)(6) 2016. At the moment the pt has ciprofloxacin drops and will obtain prednisone drops.¿ ciprofloxacin 0.3% drops, 1 drop every four hours, ster md drops (prednisone acetate), 1 drop bid, mirugell lubricating drops qid. (B)(6) 2017: ciprofloxacin drops, 1 drop od tid until return; ster md drops 1 drop tid od. (B)(6) 2017: medical report indicates the ¿pt was treated for infectious keratitis od with pseudomonas. Treated with ciprofloxacin drops and at the moment corrected visual acuity 20/40. At this time the pt is discharged from services.¿ on (B)(6) 2017 the pt called to report he/she has ¿only has 40% of vision right eye.¿ no additional information was provided. No additional information is expected to be received. A lot history review was performed for lot l002t1l: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002t1l was produced under normal conditions. Two of the previously worn suspect lenses were returned in a contact lens case for evaluation. The parameters of the two lenses were measured and a visual inspection was performed. Both lenses met company standards for base curve, center thickness, and diameter. One lens revealed spots on the lens; excess lens material was present on the lens. One lens revealed no visual attributes. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.